Event description:
In 2007, a communication error between impac's sequencer record and verify system and varian's 4d treatment planning system occurred during treatment of a patient. Treatment fields from two rx sites were grouped together in a treatment calendar session. From rx site, l breast, fields: 1, 1a, 1b, 1c, 2, 2a, 2b and 2c. From rx site, supraclav, the fields: 3 and 4. These fields were sent to 4d for treatment on the same day. Fields from site, l breast, were selected first to treat. During the treatment, a machine communications time out occurred and the plan for site, l breast, was exited. The therapist then chose to send the site, supraclav, to 4d for treatment but got the same machine communications time out error. Mosaiq was restarted or rebooted. After the machine was restarted or rebooted, the therapist selected the treatment calendar session for the event date, again. This treatment calendar session still had the fields from both rx sites. This time the therapist selected only fields 3 & 4 from rx site, supraclav, for treatment. The fields were treated and recorded. The therapist then exited the session and this prompted an "all fields not treated warning" message.

Manufacturer narrative:
This warning signals the user to review and verify the treatment, and then manually record the treatment values in sequencer. The user resumed treatment for fields 3 and 4 without retreating fields, 1, 1a, 1b, 1c, 2, 2a, 2b and 2c which indicates that the user reviewed the treatment record but did not manually record the fields. The user subsequently reviewed the treatment chart, noted that the fields were not recorded, and then re-treated fields 1, 1a, 1b, 1c, 2, 2a, 2b and 2c in 2007, resulting in an overdose of 180cgy. Users are trained to recognize message warnings for use with sequencer. Software instructions for use are available and clearly defined for the user. There was no software malfunction, and the mistreatment was due to user error. The user did not review the treatment fields that had been delivered and did not perform a chart review when the message "all fields not treated warning" appeared.